Event description:
The physician reported that during surgery to move the pulse generator to the lower right abdomen, the dbs zero electrode appeared to be an open circuit; impendence readings were greater than 4000. The revision was done to avoid device radiation exposure during anticipated radiation treatments. The pt lost symptom suppression on the right side and the physician reprogrammed the system in 2007.